Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the hose of the cassette was kinked during intraocular implantation surgery. The surgeon suspected that, due to the kinked tubing and the issue being noticed during surgery, it could lead to restricted flow, causing unstable intraocular pressure. The surgery was completed on the same day after replacing the cassette with another one. There was no impact to the patient.